Manufacturer narrative:
There is no known patient involvement. Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the heterotrophic plate count indicates colony forming units (cfus) above the acceptable limit in the sorin heater-cooler system 3t. The warm tank registered 100,000 cfu/ml and the cold tank registered 4,800 cfu/ml. The acceptable limit is <500cfu/ml. There is no known patient involvement.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted december 9, 2016, was incorrect. The correct manufacture date is october 17, 2013. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova learned that the unit is no longer in use. No affected patients have been identified by the facility. The customer also stated that a disinfection cycle was performed and the unit was able to be cleaned. During initial communication, the facility stated that the test results were available and the organism was identified. However, further details were not provided and during subsequent communication, the customer reported that testing has not yet been completed. The current status of test results for the involved unit is not known. The customer stated that no further actions are planned for the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.